Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after attempting a meal announcement with insufficient insulin available, and a support agent guided a cartridge replacement on an ilet system using a steel 6 mm contact/detach infusion set; the agent instructed a rewind, cartridge insertion before connector attachment, tubing fill with the user disconnected from the anchor site, and reconnection, after which insulin therapy resumed. Symptoms included elevated blood glucose. Outcomes included stabilization of glucose later the same day. Investigation included review of device use, guided troubleshooting, and follow-up review of report logs. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction, with the event consistent with hyperglycemia of unclear cause in the context of an interrupted or insufficient insulin supply prior to the cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.